Event description:
It was reported that a shocking or jolting sensation occurred. The shock or jolt went through his entire body and knocked him to the floor. X-rays were negative for migration/fracture/disconnect. Add'l info has been requested, but was not available as of the date of this report.